Event description:
Patient reported there is a vertical line on the screen of the meter that is getting gradually wider. Patient stated she first noticed the issue in june or so. No adverse event reported. Requested return of the alleged meter for evaluation.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.